Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of the needle of the sensors could not be felt in the body. Customer also indicated that the actual needle could not be found and could not be seen in the needle guard. The customer's blood glucose was 250 mg/dl at the time of incident. Customer was advised that the sensor would be replaced and to return the product for analysis.

Manufacturer narrative:
We were unable to confirm adhesive anomaly on opened/used sensor. We were unable to confirm needle anomaly due to customer did not return needle.